Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, the battery's full charge capacity was on 1078 mah (minimum 1250 mah). The cause for the low full charge capacity cannot be positively determined but was likely the result of defective cells. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
The daughter of a (B)(6) male patient contacted zoll customer support to report that one of the patient's batteries will not hold a charge. The patient was issued a replacement battery pack.